Event description:
It was reported that: on (B)(6) 2011: the patient presented with a long history significant for debilitating low back pain. The patient also developed symptoms consistent with neurogenic claudication with heaviness and achiness in her legs bilaterally, worse with standing and walking. She also had radicular symptoms bilaterally in her lower extremities, left greater than right. Patient tried epidural steroid injections and physical therapies which did not help. Post-op diagnosis: l4-l5 synovial cyst was identified. On (B)(6) 2011: patient was discharged. No other information was provided.

Event description:
It was reported that the patient presented with pre-operative diagnoses of lumbar spondylosis with severe lumbar canal stenosis at the l4-5 level, bilateral foraminal stenosis at l4-5, l5-s1, most severe on the right at l4-5 where it was moderate at most with degenerative disc disease l4-5, l5-s1 with an annular tear and disc bulge at l5-s1 as well with an l4-5 subluxation as well. The patient underwent the following procedures : l4, l5 and s1 pedicle screw fixation with l4, l5, s1 posterolateral fusion using allograft, autograft, bmp, bone marrow aspirate with l4-l5 transforaminal lumbar interbody fusion, l4-l5 lumbar laminectomy, left l4-5 partial facetectomy and foraminotomy, bilateral l5-s1 partial facetectomy and foraminotomy; right l4-5 facetectomy and transpedicular foraminotomy. Resection of l4-l5 synovial cyst. Reportedly, the patient developed unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.